Manufacturer narrative:
Tw (b(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply stopped working was taking noticeably longer to initiate cautery. I t did not seem that enough energy was being delivered. The harvesting tool was not changed. Power setting at 3. There were no attempts to change the power setting. The age of the cable and adapter is unknown. The generator is within warranty. The power supply was placed on the tower during use. It is unknown if the device shut off after the 15 second activation cycle switched power supply units and device worked as it should when powered by new unit. The cords and adapter were replaced, but the issue persisted. The problem was not resolved until the power supply was changed. There was no delay. No patient harm.